Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One si polyaxial 6x35mm screw was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the polyaxial screw broke at the proximal end of the screw shank. Device was sent to fracture analysis. The fractured surface exhibited scratches and smooth shiny areas indicative of fractured surfaces rubbing against one another post-fracture. Striations indicate fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the si polyaxial 6x35mm screws was conducted. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. Device was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the si polyaxial 6x35mm screw was conducted. The analysis did not reveal any systemic trends requiring further action. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports surgery was performed months ago in which expedium screws in l5-s1 were implanted. Six months after the surgery, the two expedium si polyaxial screws at s1 broke in situ and the patient was subjected to a revision surgery. Affiliate reports that the dates of both surgeries are unknown and that it is possible that revision surgery was performed in (B)(6) 2014. The following mfg. Medwatch reports are being filed for the two broken screws: 1526439-2014-11888; 1526439-2014-11889.